Event description:
On nov 11th, accelus was made aware of an event that reported a gauge (implant) displacement out of its original position on a procedure which was performed in (B)(6) 2024. The sales rep reported that the gauge was locked as per instructions showed in the operative manual, "please see x-ray attached at the time of surgery ". In fact, engr. Tahir our representative is always present at the time of each surgery to ensure complete compliance of deployment and locking techniques indicated in the operative manual . Needless to say that, both surgeons performed eighteen surgeries using our gauges for the past two years i.e. Both are very well aware and familiar of the technique of deployment and locking of the gauge. The complaint entry form noted the patient came for follow up after 6 months of the surgery, while checking the new x-ray photo doctor noticed that the implant moved from its position. No patient impact or symptoms were reported. Initial surgery: (B)(6) 2024. Additional x-rays and videos were provided. Also, the accelus chief medical officer, dr. Paul houle, met with dr. Elfatih and dr. Murad to discuss the case which determined the following. "I do not feel that this was a case of implant failure but rather a case of non-union due to the patients chronic steroid use for rheumatoid arthritis. The shim and the shell did not dissociate nor did the implant migrate. We all are in agreement that their is a non-union as evidenced by no bone growth within the disc space, no bridging osteophyte formation and worsening anterolisthesis of l5 on s1 as well as halo around s1 pedicle screws. The patient is not symptomatic and plan is for continued observation. No further action is necessary."

Manufacturer narrative:
The devices were not returned, and no physical analysis could be performed. However, the customer provided x-rays which were evaluated by accelus chief medical officer, dr. Paul houle. Dr. Houle also met with dr. Elfatih and dr. Murad to discuss the case which determined the following. There was no implant failure but rather a case of non-union due to the patients chronic steroid use for rheumatoid arthritis. The shim and the shell did not dissociate nor did the implant migrate. Dr. Houle and the surgeons involved in the case were in agreement that the case was a non-union as evidenced by no bone growth within the disc space, no bridging osteophyte formation and worsening anterolisthesis of l5 on s1 as well as halo around s1 pedicle screws. As the patient is not symptomatic, the plan is for continued observation and no further action. 1-IFU-0150 rev m was reviewed to ensure that it addresses this potential issue and does not require any updates. No lot numbers were provided for the reported devices and a DHR review could not be performed. There is no evidence to suggest that the devices were nonconforming before use and as such no further escalation is required at this time. We will continue to monitor for similar complaints and emerging trends.